Event description:
It was reported the programmer does not power on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer. (B)(4).